Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument wire was noted to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the wrist. No damage or wear was found at the clevis. The frayed segments were in various lengths. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.